Manufacturer narrative:
Philips service replaced the 19" monochrome monitor cr (mml1951-pcr) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the console monitor failed to power on and was replaced on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.